Event description:
Pt was implanted on 2/2/1999 with a synchromed pump and catheter for delivery of intrathecal morphine, marcaine, and clonidine to treat malignant pain (spine/back). The health care professional reported that the pt developed symptoms of cellulitis approx one week prior to the explant of the device, which occurred on 4/17/1999. Treatment of the pt's cellulitis is ongoing.